Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. It was reported the patient arrested at home and "this patient had a left ventricular assist device and may have had that device fail."

Event description:
The lead was returned to the manufacturer following the patient's death, analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. It has been reported the patient arrested at home and "this patient had a left ventricular assist device and may have had that device fail." Follow up with the hcp reported the cause of death was "malfunction of hmz lvad - sudden death" and not related to the generator or lead.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) pin/plug crimp defective. Proximal segment returned and analyzed.